Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reported the patient was having pain and yesterday was very intense. Patient was about to go to the hospital because they could not move. Caller stated the patient charged the implanted neurostimulator completely today since it was out of charge yesterday but the patient is still experiencing pain. Patient said it feels different and they are afraid something could have moved on the inside. Patient claimed there is a spot that feels kind of swollen but caller did not notice. Patient service asked if the stimulator was turned on and caller confirmed it was. The patient was redirected to their healthcare provider to further address the issue.